Manufacturer narrative:
H1 & b2. New information included patient describing 'suicidal thoughts' which is a life-threatening event. H6. Coding updated accordingly per additional reported symptoms and to be up to code with the serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient regarding what happened after their pump replacement. The patient reported the manufacturer's representative (rep) was notified about a week after the implant when the patient had gone to the healthcare provider (hcp) and the hcp had the rep come interrogate the pump. The patient reported they felt extremely nauseous whenthey got home after their procedure. The patient was provided medication from their doctor but those did not help. The patient stated they were in excruciating pain, very hot, had a headache, and felt absolutely terrible. The patient stated it had been almost a week and they went in to the hcp to have the pump interrogated and the hcp did not understand what was wrong so they had to wait for the rep to come help. The patient stated it was determined that the patient was in withdrawal because "they didn't set it up" so the patient had to wait 4-5 hours for the rep to get the pump programmed. The patient mentioned they couldn't sleep and described suicidal thoughts occurring at the time. The patient inquired about compensation, and the technical services specialist reviewed the information would be doc umented and escalated to patient relations.

Manufacturer narrative:
B2. Adverse event previously marked as 'other' for suicidal thoughts which is now correctly marked as 'life threatening'. The coding from the previous report was proper to reflect the event severity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient's pump was replaced on (B)(6) 2025 for end of service but not updated after the case was finished so the patient had been on minimum rate since then. Reviewed using normal prime minus the volume delivered for prime amount. The patient had not had withdrawal symptoms but had been having more pain since the replacement. The rep later confirmed that all changes were programmed and reviewed with the healthcare provider and they were waiting to update it when the wound was closed. In the meantime, a case next door began and the rep neglected to update the patient¿s pump. They went to the pain management office to update the pump and prime the catheter upon discovering the issue. There was no device issue; once the pump was updated and the catheter was primed, all symptoms were resolved and the patient was doing well.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.